Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer stated that they treated for the low blood glucose with carbs. Updated harm and treatment codes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 38 mg/dl. Patient's other blood glucose value was 100 mg/dl. The customer did not provide details regarding symptoms of low blood glucose. The device was not expected to be returned for analysis.